Event description:
The event is reported as: the pt had a lung infection and deteriorating respiratory status post operatively. A fiberoptic bronchoscopy was performed and a foreign body was detected. The foreign body was a carina hook from an endo-bronchial right bronchus et tube, that had been used in the operating room on (B)(6) 2011 during an intervention on the pt. The hook was successfully retrieved. Pt's current medical condition is unk. Add'l info has been requested but not received in time for this report.

Manufacturer narrative:
The device sample is not available for investigation. A f/u report will be sent with completion of investigation.